Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 07nov2019. Alternating current (ac) power cord was received for evaluation. There was no obvious wear damage, or cuts along the main conductor insulation, but the whole length of the cord had a slight braided twist. After testing, it was determined that the ac cord was out of specification. It was determined that the elevated resistance of ground-ground connection caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the ac cord to address the reported issue. The device passed all tests and functions as intended.

Event description:
The customer reported a deteriorated alternating current (ac) cord. There was no patient or user harm reported.